Event description:
It was reported that the insulin pump has a full black screen. Device was exposed to extreme temperatures. It was stated that is was stabilized at room temperature for more than 30 minutes. Insulin pump failed self test. Blood glucose value is 182 mg/dl. Nothing further reported.

Manufacturer narrative:
The displacement test could not be performed due to a cracked and bleeding display screen. The insulin pump had a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.